Event description:
It was reported that noise was observed on the right ventricular and atrial lead. Fluoroscopy was performed and the physician suspected externalized conductors on both the rv and lv leads. Rv lead integrity was checked via induction test and all results were normal. The physician decided to keep both leads implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.